Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was difficult to deflate on the second day of use. A slight amount of the water was gradually aspirated. Per additional information received on 07/09/2018 from ibc, the balloon of the catheter was not deflated fully. There was no injury to the patient.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. Visual evaluation noted no evidence of a failure that would support the reported event. Per functional testing, the balloon was inflated with 5cc of water using the normal fill technique and the balloon inflated and deflated without difficulty in 11 seconds. The balloon was the deflated and re-inflated using the quick fill technique and the balloon inflated without difficulty and the inflation funnel did not balloon out during inflation. The device was dissected and did not find anything to contribute to the reported problem. Dimensional evaluation(for reference only): concentricity (full inflation volume) 60/40 eye snip length 3/32¿ eye snip width 2/32¿ eye snip distance from distal cuff 11/32" eye snip distance from proximal cuff 8/32" rubberize thickness 10 thou reinforcement 82thou balloon thickness (average) 26 thou inflation lumen coverage 15 thou the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "1.precautions for use (1)when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2)when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] (3)no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] (4)do not wipe catheter surface with organic solvents such as alcohol. (5)do not aspirate urine through drainage funnel wall." Correction: other#.

Event description:
It was reported that the catheter was difficult to deflate on the second day of use. A slight amount of the water was gradually aspirated. Per additional information received on (B)(6)2018 from ibc, the balloon of the catheter was not deflated fully. There was no injury to the patient.